Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer's blood glucose was 255 mg/dl at the time of incident. The customer stated that the blood glucose reached 318 mg/dl. The customer was assisted in removing the air bubbles. The customer stated that the insulin was not stored in room temperature. The reservoir will not be returned for analysis.